Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Additional products: d1: heartware ventricular assist system-pump; d4: serial#: (B)(6); h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12 product event summary: the vad and the associated outflow graft were not returned for evaluation. Information received from the site indicated that the patient experienced cardiac arrest; the patient coded and was taken to surgery and placed on right heart support via extracorporeal membrane oxygenation (ECMO). Visual evidence provided by the site revealed blood leaking from the outflow graft. As a result, the reported outflow graft leak event was confirmed. However, there was insufficient information to determine the source of the bleeding. Of note, it was reported that the outflow graft leak was determined to be unrelated to the patient's medical condition. The patient was treated with antibiotics, intravenous (IV) fluids, and a blood transfusion. Based on applicable risk documentation and the limited information available, a possible root cause of the reported outflow graft leak event may be attributed but not limited to design issues and/or the handling of the device. Per the instructions for use, cardiopulmonary arrest is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related co morbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for corrections and additional information. Section d4 model number and catalog number fields were corrected from unknown to mcs1725og. Section h10 additional products section d1 was corrected to indicated that the product is a ventricular assist device (vad). Newly received information provided the serial number of the outflow graft along with the expiration date, manufacture date, and UDI number. Additional products: (B)(6), d1: heartware ventricular assist system ¿ pump investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system product, including 1.0 or 2.0 for controller, model #: mcs1705pu, catalog #: mcs1705pu, expiration date: 31-aug-2022, serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 10-aug-2020. Labeled for single use: yes. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was in the hospital they experienced cardiac arrest. The patient coded and was taken to surgery and placed on right heart support via extracorporeal membrane oxygenation (ECMO). The patient's chest was opened and outflow grafts leaks were observed on the ventricular assist device (vad) which were unrelated to the patient's medical condition. The physician was unable to determine when the graph started leaking or what caused the graph to leak blood from the lumen of the graph. It was noted that the outflow graft was weeping blood through the material of the graft and throughout the entire length of the graft. The chest was left open and packed with raytec sponges and lap sponges. The chest was reexplored and packing was removed. The graph was still leaking fluid through the graph material. The chest was then washed out and the chest was closed. The patient was treated with antibiotics, intravenous (IV) fluids and a blood transfusion. The device remains in use. No further patient complications have been reported as a result of this event.